Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
Invalid result(s): invalid result. The user reported that their test didn't display a result. They confirmed no c or t line. They confirmed that they performed the test procedure correctly. They threw away all the kit contents prior to contacting tech support.